Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right reverse shoulder replacement - delta xtend removal of prosthesis only. Delta xtend implanted by another surgeon in (B)(6) 2017. Pt requiring removal of implant due to infection & bone loss to the mid shaft humerus & humeral prosthesis loosening. Xrays & photos attached. Patient status/ outcome / consequences: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. A manufacturing record evaluation was performed for the finished device lot numbers, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.